Event description:
A customer contacted global technical services regarding a system error 2240 alarm during dwell 2. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised to start over with new supplies or do manual exchange. The hp then revealed that there was air in patient line when he connected self. The tsr advised hp he was not to connect self if there was air in patient after priming. The hp further revealed that he had disconnected himself the night before, did not do therapy and when he connected himself for this night's therapy, he used the same bags and cassettes from the night before that he had left in hc machine. The tsr advised that hp needs to start therapy each night with new supplies. The tsr further advised that hp runs risk of infection and to contact the peritoneal dialysis nurse to notify the alarm and about connecting himself to hc with the supplies from previous therapy. No injury or medical intervention was reported. During a follow-up with the hp regarding the alarm, it was found that the hp did contact his nurse who told him not to reconnect with the same supplies. The hp did not know what might have caused the alarm. There was no patient injury.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. On the follow up call the home patient mentioned that when he went to disconnect and when he picked up the connection between the heater line and the heater bag, it came apart in his hands. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).